Manufacturer narrative:
(B)(4).

Event description:
Device evaluation was completed by animas on 03/03/2016. Investigation results were received by dexcom on 03/03/2016. The device was visually inspected and found no cosmetic flaw. The transmitter was placed on a walkabout box and paired with a pump. Functional testing did not confirm the reported event of a failed transmitter error. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Distributor contacted dexcom on (B)(6) 2016 to report on behalf of patient a transmitter failed error that occurred on (B)(6) 2016. At the time of contact, no injury or medical intervention was reported.